Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a missing or bent electrode. Customer's blood glucose was 130 mg/dl. Customer had a sensor error message that a sensor signal was not found. The sensor appeared to be bent, retracted, or damaged. The issue occurred with 2 sensors of the same package. A replacement will be sent to the customer.